Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a symphion fluid management accessory device was used in a hysteroscopic myomectomy procedure performed on (B)(6) 2017. According to the complainant, during setup for the symphion case, the pressure sensor was not detected. They turned off the system and made three additional attempts and still had the same issue. The procedure was completed using another fluid management accessory device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.